Manufacturer narrative:
(B) (4). The device has not been returned to the MFR. A review of the mfg records showed no anomalies.

Event description:
It was reported that during implantation, a csf leak was noticed from the distal part of valve and not the connector. Valve was replaced with a second valve and the procedure was finished. There was no pt injury.